Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using reset instructions, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction appeared again, which customer understood and acknowledged.